Event description:
It was reported that a decrease in right ventricular sensing was observed during follow-up. The lead was explanted and replaced. No patient symptoms were reported and the procedure was completed without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.